Event description:
In 2008, the lay user/patient contacted lifescan (sfs) alleging that her onetouch ultra meter was not powering on. The complaint was classified based on the customer care advocate (cca) documentation, since the medical affairs specialist (mas) was unable to reach the patient by phone. The patient reported that the alleged issue began at 8pm on a day prior. Approximately 45 minutes after the reported issue began, the patient claimed she developed symptoms of shakiness and sweaty palms and immediately treated herself with food and/or a drink. The patient informed the cca that she currently manages her diabetes with insulin (self adjuster); however, it is unclear what action the patient took regarding her diabetes management, if any, at any time the reported issue began. The patient denied testing on any other device at the time of the event. At the time of troubleshooting, the cca confirmed the subject meter did not power on when the power button was pressed; however, the cca documented that it did power on when a test strip was inserted. Replacement products were sent to the patient. The complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.